Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. There was no adverse impact to customer¿s blood glucose level. Customer declined further follow up and troubleshooting with tandem technical support.